Event description:
The complaint is reported as: "there were dysfunctional radial arterial catheters, happening after 24-48 hours (loss of signal) with the need to change the device every 36 hours." No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received from the customer: "negative clinical consequences for patients: there was a regular radial (or femoral) insertions of catheters with risks. No continuous blood pressure monitoring for patient with haemodynamic instability leading to delayed management and increased difficulty in treating it. More specifically, the appropriate administration of noradrenaline is difficult in patients who do not have invasive blood pressure monitoring (via catheter). Failure to monitor pulmonary function because it is not possible to take samples from the incriminated catheters. No possibility of performing arterial gas measurements. The impossibility of routine blood gas sampling delays the initiation or discontinuation of therapy for these patients. The customer returned one, unopened sac arterial kit for analysis. No evidence of a breach in the sterile barrier was observed. Per confirmation from the customer, this returned sample is actually a representative sample. The kit was opened. No defects or anomalies were observed on the catheter. It was noted that the guide wire was kinked within the packaging. Confirmation from the customer revealed that they only reported on the faulty pressure reading for the catheter. Therefore, the kinking on the guide wire likely occurred while in transit to the morrisville facility. The catheter body length from the juncture hub to the distal tip measured 54mm, which is within the specification limits of 52mm-56mm per the catheter product drawing. The catheter body outer diameter measured 1.05mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the returned catheter and flushed. The water exited out of the distal end of the catheter with little to no difficulty. This functional test was compared to a lab inventory 20ga catheter. No differences in the functionality of either device were observed. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". The returned catheter was tested for blockages and leaks. To test for a blockage, the returned catheter was flushed using a 5cc syringe. The catheter flushed as expected. No interruption of water flow was observed. The distal tip of the catheter was then occluded to test for leaks. The catheter was pressurized with water using a 5cc syringe. No leaks were observed. A d evice history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The complaint could not be confirmed. Visual analysis did not reveal any defects or anomalies with the returned representative sample. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No problem was found with the returned device; however, as the actual complaint sample involved with this complaint was not returned, the root cause cannot be determined from the information available. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there were dysfunctional radial arterial catheters, happening after 24-48 hours (loss of signal) with the need to change the device every 36 hours."